Event description:
It was reported that the pump module had broken platens. This was reported to bd representative during their site visit. Generalized feedback, no further information available. There was no patient involvement. Although requested, no further information has been provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.